Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited increased pacing and shock impedance measurements shortly after implant. The programmer displayed a warning of shocking impedance at 125 ohms and pacing impedance at greater than 3000 ohms. The device and lead continued to function appropriately. Six months post implant, the defibrillation lead was explanted and replaced with another guidant defibrillation lead. There were no patient symptoms reported with this clinical observation.